Event description:
It was reported that the patient¿s previous pump was explanted and replaced (B)(6) 2009 because the pump was going through the skin. The pump site had been itching and peeling. The pump had been used to infuse compounded baclofen (initially reported as lioresal) and clonidine. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).